Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. The patient was at a store, her cgm receiver was in her pocket; however, she was receiving intermittent signal loss messages. She went to the restroom at the store and the cgm alerted for a cgm in the 40s mg/dl. She recalled thinking she needed to get something to eat as soon as she leaves the restroom. One hour later, the patient was found by the store staff in the restroom; she was incoherent, and emergency medical services (ems) was called. While waiting for ems to arrive, the staff offered her juice, which she spilled and candy, but she was unable to unwrap it. Ems arrived and administered glucose paste and glucagon. The patient was transported to the hospital, treated with glucose vis intravenous (IV) therapy and released later that day. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.